Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 the heating element separated from the silicon jaws. The harvester opened another kit and the case went according to IFU. No patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 the heating element separated from the silicone jaws. No components detached into the tunnel. Harvesters states that the jaws were closed while inserting device and can not remember if there was resistance. No procedural delay. The harvester opened another kit and the case went according to IFU. No patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected h6 code from "2981" to "1454." The lot # 3000254166 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 08/22/2022. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. A microscopic inspection was conducted. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back from the cold jaw, exposing the metal tip of the cold jaw. There was no detachment observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition as well as the evaluation results, the reported failure "peeled;jaw" was confirmed as well as for the analyzed failure "material twisted/bent wire".